Event description:
Patient presented to the physician with an infection and discharge at the neck incision site. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with continued infection and wound dehiscence at the neck incision site with the stimulation lead eroded through the skin. Physician brought the patient into the or and found both incision sites infected. Physician decided to remove the entire inspire system and the patient was prescribed antibiotics after the procedure was completed.